Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that has weak cylinder strength. The physician performed surgical intervention to add saline to the reservoir. There were no components explanted, and there were no patient complications reported.